Event description:
This is filed to report the first mitraclip that caused tissue injury, hypotension requiring intervention, single leaflet device attachment (slda), a knotted lock line, and death. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a flail and frail leaflets. In addition, it was noted that imaging was difficult throughout the procedure due to the patients anatomy. An xtw clip (21118r1080) was inserted into the patient. Leaflet grasping was noted to be difficult and it was felt that there was not sufficient leaflet insertion of the anterior leaflet. Therefore, the physician decided to re-grasp the anterior leaflet. Upon re-grasping, the posterior leaflet was torn out of the clip. The leaflets were able to be re-grasped at a2/p2 and the deployment process began. The lock line cap was removed and it was noted that the lock line was knotted. The physician cut the lock line and was able to remove it without complication. For further mr reduction a second clip (21109a1050) was advanced in the patient. Upon crossing into the left ventricle and opening the clip, the clip got caught on chordae. Troubleshooting was performed and the clip was able to be freed from the chordae. However, more tissue damage was noted on the anterior leaflet. The procedure continued and the clip was able to be implanted on both leaflets, but it was unable to be determined if the clip was deployed with chordae inside or not. A third clip (21109a1049) was then inserted and attempted to be placed in between the first and second clips to further reduce mr. It was impossible to grasp and capture the posterior leaflet. It was also noted that they had lost a great deal of height and the clip would not be able to be pulled into the left atrium. The physician noted there would be a great deal of manipulation required to gain height and was concerned that this would further injure the leaflets. Subsequently the clip was deployed only on the anterior leaflet. The plan was to place a plug between the clip and annulus. However, after the third clip was deployed it was noted that the first clip had a single leaflet device attachment (slda). At this point the patients hemodynamic status was declining and the procedure was aborted. This issue, reportedly, caused a clinically significant delay and adverse patient sequelae. It was noted that the patients blood pressure (bp) was declining throughout the procedure due to the leaflet rupture that was caused by the first implanted clip. Due to the patients¿ continuous decline in bp an intra-aortic balloon pump (iabp) was required. However, the patients status continued to decline; subsequently, the patient passed away the next day. It was noted the tissue injuries were the cause of death. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclips are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was associated with difficult imaging due to patient anatomy. The reported death / expired was due to the hypotension. The posterior leaflet damage contributed to the reported hypotension (iabp). The reported unspecified tissue injury (no treatment) associated with the posterior leaflet tear was due to challenging patient anatomy (poor tissue integrity and frail leaflets) interacting with the clip¿s repositioning. The reported difficult or delayed positioning (leaflet grasping) was due to procedural circumstances (clip interacting with patient pathology/ morphology). The reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (poor tissue integrity and frail leaflets). Without the device to analyze, the cause of the reported material deformation (lock line) could not be determined. The reported patient effects of tissue injury, death, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Medical review: this event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿the mitraclips did not directly cause the patient¿s death. The cascade of events (leaflet tear of pmvl with first clip, slda of first and third clips, damage the amvl with second clip, hemodynamic instability and eventual death) was initiated with the first clip. In my opinion, attempts to use independent grasping to release and recapture the anterior mitral leaflet in a patient with poor leaflet integrity and thinned areas was the cause of the leaflet tear of the pmvl. The tension applied to the diseased and thinned pmvl while the clip was manipulated to recapture the amvl was likely the mechanism of the tear. Further efforts to mitigate this tear were not successful and the initial clip then developed an slda. While there was a knot in the lock line of the first clip, it does not appear that this issue had a negative clinical impact as the lock line was cut and successfully removed.¿na

Event description:
N/a.